Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1735 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter is not tightly connected to the decompression sleeve. No other information was provided.